Event description:
Patient reported the morning after injection with juvederm voluma xc in the cheeks they observed that their "left cheek looked like it had a golf ball there" which was "real sore to the touch". The following day the patient stated "when I got up my entire left side of my face was swollen and very red" including the "left eye and neck". Patient was treated with ice, sulfamethoxazole, and sinecch.

Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional, therefore, additional event, product, or patient details are not attainable. The events of "left cheek looked like it had a golf ball there", "real sore", "swollen and very red" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.